Manufacturer narrative:
Qn#: (B)(4). A visual and functional inspection of the product involved in the complaint could not be conducted since the product ,or a picture of the defect was not provided. The device history record of batch number: 74m1900321 that belong to catalog number: a-6000-08lf has been reviewed, and no issues or discrepancies were found, which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled, and inspected according to our specifications. The customer complaint cannot be confirmed based only on the information provided to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. However, material from the production line was verified and no issues were found that can lead this customer complaint. If the sample becomes available this investigation will be updated with the evaluation results. Teleflex will continue to monitor, and trend related events.

Event description:
It was reported that during the use of a thoracic drain the device was bubbling continuously. There was a leak at the level of the tubing, and at the level of the connector. Clinical consequence is not known at the time of logging.

Manufacturer narrative:
Qn# (B)(4). The device history record of batch number 74m1900321 that belong to catalog number a-6000-08lf has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Received sample was connected to simulate the use using water; it was tested with suction and no leakage issues were observed, the sample was connected and disconnected several times to see if any of these disconnections could lead to a leakage issue and no leaks were observed; for testing purpose intentionally, a poorly connection on the ats connection was performed (50% assembled) and not leakage issues were observed. During the test we extracted a sample by the sampling port of the ats (swabbable stem) without any problems and without any leakage. Ones again for testing purpose intentionally the hoses were connected to be inverted way, connecting the blue connector towards the patient's port as the part that has the o-ring is the red ats, trying to have the flow collided with the o-ring, however no leaking issues were observed. A visual inspection of the product involved in the complaint was performed on a sample of product code a-6000-08lf (pe adult-ped dry/ wet lf) received under customer complaints (B)(4) & (B)(4). Damage was found on the received sample however they cannot lead to a leaking issue. Also, it was confirmed that the tubing is assembled correctly on each end of the ats connectors. The assembly of the ats connectors was verified and no issues were observed that can lead to a leaking issue. Ats connectors were disconnected in order to verify the assembly of the o-ring and it was found assembled correctly. Received sample was connected to simulate the use using water; it was tested with suction and no leakage issues were observed, the sample was connected and disconnected several times to see if any of these disconnections could lead to a leakage issue and no leaks were observed; for testing purpose intentionally, a poorly connection on the ats connection was performed (50% assembled) and not leakage issues were observed. During the test we extracted a sample by the sampling port of the ats (swabbable stem) without any problems and without any leakage. Ones again for testing purpose intentionally the hoses were connected to be inverted way, connecting the blue connector towards the patient's port as the part that has the o-ring is the red ats, trying to have the flow collided with the o-ring, however no leaking issues were observed. Based on sample received and inspection (visual and dimensional) & testing perform to it; customer complaint cannot be confirmed; nuevo laredo facility will continue to track and trend this failure mode. Based on previous statements it is not possible to establish corrective actions.

Event description:
It was reported that during the use of a thoracic drain the device was bubbling continuously. There was a leak at the level of the tubing and at the level of the connector. Clinical consequence is not known at the time of logging.